Event description:
The lead was returned with no complaints and tested out of specifications.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and primary analysis results reveal an outer insulation depression/ breach. It was also noted that the outer insulation had a cosmetic depression.